Event description:
Information was received that the cuff of a smiths medical tracheostomy was inflating asymmetrically. As a result, the patient was not being ventilated properly. No adverse effects reported.